Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels between 50-60 mg/dl due to the pump's basal rates being set too high. Customer consumed glucose tablets to address the low bg. Customer declined troubleshooting.